Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening extended and missing a piece of shell (0-25%). A microscopic analysis was performed which identified one opening sharp on the posterior, more than 6 openings striated and two broken striated. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening, more than 6 striated openings due to surgical damage consistent in the use of some surgical tool, two striated broken due to surgical damage consist in the use of some surgical tool and a missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.